Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/06/2023. An investigation was conducted on 12/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic inspection was conducted. The clear silicone insulation of both the hot and jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" was not confirmed, however the analyzed failure "material twisted/bent; wire" was observed. The lot # 3000347003 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaws but did not completely detach. Opened new kit to finish case. No added time or incisions. No patient harm done.